Event description:
The article litsts two cases of 90 degree rotation of implantable stimulator due to faulty anchoring of ipg to fascia. Both pts required repositioning of their devices. No info on the pts' outcome was provided. Journal reference: kumar, f.r.c.s.(c), et al. "Complications of spinal cord stimulation, suggestions to improve outcome, and financial impact." J. Neurosurgery: spine 5, 2006; 191-203.

Manufacturer narrative:
The article lists two cases of 90 degree rotation of implantable stimulator due to faulty anchoring of ipg to fascia. Both pts required repositioning of their devices. No info on the pts' outcome was provided.